Event description:
It was reported that during the implant procedure far-field r wave oversensing was noted following ventricular pacing. The following day it was noted that the oversensing caused a couple of episodes of atrial tachycardia/atrial fibrillation. The post ventricular atrial blanking was changed and the oversensing stopped. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.